Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar curved scissors (mcs) had the movement wire broken. The procedure was completed with no reported injury. On (B)(6) 2024, intuitive surgical inc., (isi) received notification made to authorities. Per new information, patient age was updated. There surgical procedure was delayed by less than 15 minutes. The instrument was replaced.